Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a primary hemi hip procedure, the patient's femur broke on insertion of the accolade ii stem. The stem was removed, and another stem was implanted with dall-miles cables. Surgery was completed successfully with a delay of approximately 10 minutes. Rep confirmed that no further information will be released by the hospital or surgeon.